Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 mm in diameter abdominal aortic aneurysm approximately 2 months ago. The distal aorta was narrow and calcified, and the vessels had moderate tortuosity and mild calcification. It was reported that the pt presented emergently approximately 1 month post-implantation, and the CT demonstrated a fabric-related tear (type iii endoleak) at the level of the flow divider and that the aneurysm had ruptured (MFR report #2952200-2011-01517, MFR report #2952200-2011-01518). The physician believes that the cause of the type iii endoleak is most likely related to the narrow and calcified aortic bifurcation, which made it difficult to remove the tip of the device. The physician elected to convert the pt to a partial open repair and only removed the iliac limb (MFR report #2952200-2011-01519) before sewing in a dacron graft to the bifurcated stent graft; the type iii endoleak was successfully resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results of evaluation: (ruptured vessel/aneurysm, conversion to open repair) (narrowed aortic bifurcation with calcification). Conclusion: (narrowed aortic bifurcation with calcification).